Event description:
After an implantation time of about 24 months, this pacemaker was explanted because it was not possible to establish telemetry. There were no adverse patient effects reported.

Manufacturer narrative:
Scratches were found on the pacemaker's housing. The clinical observation was confirmed during analysis. The pacemaker was not interrogatable. Review of the pacemaker's memory content revealed invalid memory content leading to the interrogation issues. The device detected the status of invalid content automatically and switched to a specified secure backup mode. This measurement of the pacemaker's output signal showed that the pacing was fully functional. There was no indication of sensing and or pacing problems. During analysis a re-initialization was performed successfully with a factory programmer. After this re-initialization, the pacemaker was interrogatable again and was pacing according to factory settings. Switch of the pacemaker into the back-up mode was not observed during the analysis. The quality documents accompanying the pacemaker were re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The memory content during the production at biotronik was valid. The origin of the invalid memory content is unknown. It was not reported whether the pacemaker was subjected to strong external fields. In summary, this pacemaker did not show signs of material or manufacturing problems. The pacemaker went into backup mode, most likely caused by external influences., the patient's safety was not affected due to the fully functional sensing and pacing.